Event description:
The account stated that discrepant results were generated by the celldyn 3000 analyzer. Wbc: an initial result of 8.58 x 10e3/ul was generated with repeat results of 9.33 and 1.12 x 10e3/ul. Hemoglobin (hgb): an initial result of 9.73 g/dl was generated with repeat results of 10.1 and 1.11 g/dl. Platelet (plt): an initial result of 110,000/ul was generated with repeat results of 108,000/ul and 8,500/ul. There was no report of injury or impact to patient management.

Manufacturer narrative:
Device involved was the cell-dyn 3200 cs analyzer. Sample aspiration needle. The customer was instructed by the customer technical advocate to replace the sample aspiration needle. The customer reported that after replacing the sample aspiration needle and running precision, there was no further occurrence of imprecise results being generated by the instrument. The instrument was performing within specifications; no further assistance was required. The cell-dyn 3200 operations manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4) - (no consequences or impact to patient), (B)(4) - (incorrect or inadequate test result) (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Discrepant results were generated by the cell-dyn 3200 analyzer.